Manufacturer narrative:
The reported issue that there was a free flow over infusion could not be confirmed; however, the pump module was received with a cracked sear finger that did result in intermittent unregulated fluid flow when the door was opened during testing. The external inspection process found that the left finger of the sear was cracked. Laboratory testing performed by opening the door with the cracked sear found that the safety clamp on the administration set was not always closing as intended and as a result allowed the free flow of fluids to occur when the roller clamp was not closed. The pump module did alarm for safety clamp open. Temporary replacement of the cracked sear resolved the problem with the safety clamp not closing when the door was opened. The pcu event log recorded it was on and idle on the reported incident date, and alarmed for safety clamp open until it was channeled off after 22 seconds. Rate accuracy testing performed found the pump module was delivering fluids within specification. The internal inspection found no irregularities. The device was being used for treatment. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. Root cause: the probable cause for the customer¿s reported experience of a free flow over infusion is attributed to the cracked sear that was found on the door latch assembly of the pump module. The root cause for the broken sear was not determined during the investigation; however, the risk assessment noted the root cause to be associated with excessive force applied to the door in the sear area. The force was the result of applied physical, chemical and/or residual stress. Sample inspection: the inspection process performed on the pump module sn (B)(6) found the left finger of the sear was cracked. The door latch assembly was a bd part with a date code 07/14 (july/2014). The corrosion found on the pins of the right and the left iui were not relevant to the reported incident. All parts were observed to be bd parts. Log analysis results: the pcu event log showed that the returned pump module was in an idle state when the device alarmed for ¿flo stop open¿ at 11:21:36 am. The pump module was channeled off at 11:21:58 am. The associated pcu was powered down at 11:22:08 am. There were no recorded infusions programmed on the reported date of (B)(6) 2021. Test results: laboratory testing was performed by opening the door with the cracked sear. Testing found that it was not closing the safety clamp on the administration set as intended and as a result allowed the free flow of fluids to occur when the roller clamp was not closed. The pump module did alarm for safety clamp open. Timed rate accuracy test was performed on the pump module sn (B)(6) and found it to be delivering fluids within specification. Test methods: (B)(4) (alaris system over infusion test method), (B)(4) (timed rate accuracy). Device history review: a review of the device history record showed the device had a manufacture date of 10/01/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this custom.

Event description:
It was reported that there was a free flow over infusion of amiodorone in the intensive care unit that happened approximately midday on (B)(6) 2021. It was reported that the infusion line did not clamp automatically when it was removed from pump. The "nurse removed line from pump. It didn't clamp automatically. Line continued to free flow. Nurse was able to replicate the incident once more with the same line, but couldn't do it again a third time, so incident appears to be intermittent." No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Evaluation pending.

Event description:
It was reported that there was a free flow over infusion of amiodorone in the intensive care unit that happened approximately midday on (B)(6) 2021. It was reported that the infusion line did not clamp automatically when it was removed from pump. The "nurse removed line from pump. It didn't clamp automatically. Line continued to free flow. Nurse was able to replicate the incident once more with the same line, but couldn't do it again a third time, so incident appears to be intermittent." No patient harm reported.